Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. It was observed in the photo a palindrome catheter over a plastic bag. The device showed signs of use; there were remains of blood and the catheter was cut some centimeters below the cuff. The photo did not show any issues in the venous system. Therefore, the reported condition cannot be confirmed. An ishikawa diagram was used to determine the potential causes for this event. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% inspection for cracked adapters per procedure is performed. The most probable root cause can be considered as customer perception. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The IFU states: do not use the catheter if it is crushed, cracked, cut or otherwise damaged, clamping the catheter repeatedly in the same spot could weaken the tubing, and exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The reported condition was not identified prior to insertion of the catheter. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during the dialysis procedure there was air leaking into the venous system. Air was seen coming from the patient's catheter into the dialysis machine. The catheter was replaced and there was no harm to the patient.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during the dialysis procedure there was air leaking into the venous system. Air was seen coming from the patient's catheter into the dialysis machine. The catheter was replaced and there was no harm to the patient.